Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that they were unable to complete the gain calibrations. The fluoro gain calibration failed three times before it passed. When they attempted the rad gain calibration, the system said it had to be restarted. They rebooted the system and then reported the imaging system was "unable to do anything." There was no patient present when this issue was identified. On site investigation suggested that the reported event was caused by the mobile view station (mvs) computer. Replacement of the computer, updating the system software and preforming gain calibrations resolved the issue. No further issues were reported. Analysis of the returned computer could not confirm any failure as it passed testing and operated as expected without problems. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that they were unable to complete the gain calibrations. The fluoro gain calibration failed three times before it passed. When they attempted the rad gain calibration, the system said it had to be restarted. They rebooted the system and then reported the imaging system was "unable to do anything." There was no patient present when this issue was identified.